Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations did not replicate/confirm the customer reported complaint: "broken black conductor wire". The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a damaged conductor wire. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. The damage identified prior to reprocessing. The batch sequence number is probably 0368. Wire was exposed due to damaged insulation. The cable was intact. There was no loss of cautery. There was no sign of thermal damage.

Event description:
Refer to h11 for follow-up information.